Event description:
It was reported that the patient was operated under general anesthesia due to gastric perforation and peritonitis. During the operation, the routine urethral catheterization was performed and catheters were indwelled to drain the urine and facilitated the observation of statistics for urine volume. The intraoperative f 16 catheters were unobtrusive, light red urine was observed to flow out, 10 ml of normal saline was injected into the balloon,  urine drainage was unobtrusive, and the urine was pale yellow. The catheter was planned to be removed and 5 ml of normal saline was extracted from the balloon. The remaining 5 ml of liquid was unable to extract, resulting in the catheter unable to pull out. The zebra guide wire was then placed through the diameter of the catheter balloon, and a small amount of normal saline was seen to flow out about 5 ml, and the catheter was successfully removed.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. Correction: b h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was operated under general anesthesia due to gastric perforation and peritonitis. During the operation, routine urethral catheterization was performed and catheters were indwelled to drain urine and facilitate the observation and statistics of urine volume. Intra operative fr 16 catheter was unobtrusive, light red urine was observed to flow out, 10 ml normal saline was injected into the balloon, drainage urine was unobtrusive, and urine was pale yellow. The catheter was planned to be removed and 5 ml of normal saline was extracted from the balloon. The remaining 5 ml of liquid could not be extracted, resulting in the catheter could not be pulled out. The zebra guide wire was then placed through the diameter of the balloon catheter, and a small amount of normal saline was seen to flow out, about 5 ml, and the catheter was successfully removed.